Event description:
Customer called regarding issues with the infusion set. The insulin pump alarm due to pressure not correct. Customer also reported hospitalization due to low and high blood glucose. Customer was diagnosed with bronchitis, pneumonia and kidney stones. The incident happened two weeks ago. Hospital treated with IV drip for two days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.